Manufacturer narrative:
A 2000e china sample was not available for investigation of this feedback, however the customer provided photographs of the affected sample; analysis of the photographs identified that a separation had occurred at the point where the female luer adapter (fla) meets the clear body of the smartsite, a closer inspection indicates that part of the clear body of the smartsite had remained within the fla. As part of the feedback the customer confirmed that the product had been disinfected with alcohol prior to access. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075426 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that ll vlv adpt(stand alone) was broken. The following information was provided by the initial reporter: the needle-free infusion connector and PICC catheter were connected to the patient, and when the infusion set was connected the next day, it was broken. The end connected to the infusion set was disconnected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was broken. The following information was provided by the initial reporter: the needle-free infusion connector and PICC catheter were connected to the patient, and when the infusion set was connected the next day, it was broken. The end connected to the infusion set was disconnected.